Event description:
Same case as MFR 6000093-2006-01423, -01422, -01421 and 6000089-2006-01602, -01603, -01604, 01605. It was reported that the patient experienced a myocardial infarction (mi) immediately post index procedure , and death followed 2 days later. The index procedure treated 4 target lesions. The mid rca was direct stented with a 3.0 x 32 mm taxus express2 stent. The prox lad was direct stented with a 2.5 x 20 mm taxus express2 stent. The mid lad was direct stented with 4 overlapping taxus express2 stents - 2.5 x 24 mm, 2.5 x 16 mm, 2.5 x 12 mm, and 2.25 x 12mm. The distal circumflex was direct stented with 2 overlapping taxus express2 stents - 2.5 x 20mm, and 2.5 x 12mm. The patient received heparin, tirofiban and nitrates during the procedure. Residual stenosis on all index lesions was less than 30% post procedure. Shortly after the procedure, the patient experienced an anterior q wave mi. The mi was confirmed by ECG, and was noted to be caused by a dissection in the distal lad. The patient died 2 days later. An autopsy was performed and cause of death was listed as acute myocardial infarction. In the opinion of the physician, the mi and subsequent death was not related to the stent, but had a highly probable relationship to the index procedure.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. It is not clear from the complaint description how this device may have influenced the incident. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly # 8219626 found that the device met its material, assembly and product specifications, at the time of release to distribution.